Event description:
It was reported that the receiver initialized without a manual restart. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and failed due to the receiver perpetually rebooting. Functional tests were not performed due to the receiver perpetually rebooting. An internal visual inspection was performed and passed. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).